Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
On (B)(6) 2014 mpxr 213458 (rep, con): it was reported that the patient experienced their third overdischarge because they did not charge their device. Impedance testing was done but the results were not reported. A physician mode recharge was not performed, but the manufacturer representative was able to reprogram the device. The device was reset and no symptoms were reported.